Event description:
In 2004, a donor informed the plasma center that they had voided "brown" urine. The donor denied having any pain, nausea, vomiting, or headache. The donor was counseled to push fluids and avoid alcohol and caffeine. The donor was also advised by the center medical staff to follow-up with their physician prior to the next attempted donation. They were instructed to call or stop at the center if they had any other questions or concerns. The donation info revealed that an underdraw occurred as a result of a blood spill on the floor due to the blood tubing being "chewed" up. The donor donated 452 ml of plasma and the plasma was noted to be red when removed from the auto-c. The donor was not reinfused with the concentrated red cells from the set. The donor returned to the plasma center the following day and donated without issues. The donor reported that they did not have any discoloration of their urine at that time. The donor did not seek medical attention.